Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a tortuous anatomy. During a leadless implantable pulse generator (ipg) implant procedure the introducer was difficult to advance. The introducer was retracted and a dissection was visible, and a balloon was used to stop the bleeding. The implant was cancelled and a transvenous system implant is planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the day after the implant, the patient developed a large pulmonary embolism, and subsequently passed away.